Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked, the battery cap was stripped, and moisture was observed in the battery compartment. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box history showed that pump power events had occurred. The pump was examined and the battery compartment was found to be cracked and the battery cap was stripped. The battery cap was found to be corroded. The pump was opened and no additional moisture was found inside the pump. Unrelated to the complaint, the bolus button was found to be torn; the button was tested and confirmed that the button was responding appropriately to presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).